Event description:
Device issue: tip separation. Time of device issue: during procedure. Adverse event: surgically intervention. It was reported that during advancing the prowater flex guide wire to the target lesion, the guide wire tip separated and the patient was taken to surgery for CABG and removal of the separated guide wire tip. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.